Event description:
It was reported that twice the cement set up rock hard in seven minutes. The tibial component sits 2-3 mm proud and a patella component was wasted. The operation was extended by one hour thirty minutes. A new box with different lot/ID number was used to cement the new patellar component.